Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was attached to the anterior needle when the plunger was removed¿ and ¿suture was attached/entangled to the foot or foot area¿ were confirmed as an anterior cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angiogram diagnostic procedure. Reportedly, when the plunger of the proglide device was removed no suture was attached to the anterior needle. The lever was returned to its original position to retract the foot and the device was removed. No resistance was noted during removal of the proglide device and no tissue damage was observed. The suture was noted to be attached/entangled to the foot or foot area. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.